Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 439 mg/dl (11:12 a.m.), 123 mg/dl (11:16 a.m.), 520 mg/dl (7:17 p.m.), 411 mg/dl (7:19 p.m.), and 246 mg/dl (7:25 p.m.).